Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a shocking sensation at the implantable neurostimulator (ins) site on the night of (B)(6) 2016 for 1 hour and then again on (B)(6) 2016 for 30 minutes. This was due to a sudden change in therapy or symptoms. The patient's therapy was off and the patient thought they may have shut stimulation off inadvertently. Stimulation was set at 0.0v. The patient had notified their managing health care provider (hcp) about the shocking sensation at their ins site. The step taken to resolve the shocking sensation at the ins site was that the program was changed. The shocking sensation at the ins site had been resolved.